Event description:
Initial (B)(6) 2026): this serious case reported via phone call refers to a 68-year-old male consumer. The consumer reports using the dentek maximum protection dental guard for grinding for approximately two weeks. He states that he has a partial denture for his missing four front teeth however, he was not wearing the partial while using the dental guard. The consumer further reports experiencing a tooth fracture at the gum line in one tooth, and the adjacent tooth has become infected, requiring a root canal and removal of the existing crown. This case outcome is unknown. Meddra version 28.1 expectedness: tooth fracture: unexpected, tooth infection: unexpected, intentional product misuse. According to the company reference safety information.